Event description:
It was reported that a cartridge change error occurred. Customer¿s blood glucose level displayed "high" and was resolved with a manual injection. Customer loaded a new cartridge to resume insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.